Event description:
A (B)(4) sales rep reported the following: a pt with a chronic total occlusion of the superficial femoral artery presented for an atherectomy procedure. The physician used a jetstream atherectomy set and a grand slam guide wire to treat the occluded vessel. During the procedure, the jetstream device became stuck on the grand slam guide wire and was not able to be removed. The physician removed the jetstream catheter with the guide wire. The physician then re-wired the vessel and used a balloon to successfully complete the procedure. No adverse event was reported.

Manufacturer narrative:
Qa product analysis reviewed the info that was provided by the site. The jetstream xc-2.1 catheter that was in use during the event is being returned to minneapolis for a full eval. Once the eval is completed, a f/u report will be submitted.